Event description:
During an anterior cervical diskectomy and fusion of c4-5 and c5-6, one of the two screws being used to secure the abc plate broke. As the surgeon attempted to tighten the screw at c4 on the patient's right, a portion of the screw broke off. The screw was removed and a portion was retrieved in the suction.